Manufacturer narrative:
The reason for this revision surgery was the patient's rotator cuff failed. The length of in vivo service was 6.7 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 8 prior complaints reported against this part number; summary of investigations: 2 dislocation,3 trauma, 1 stability, poor joint, 1 malpositioned, 1 blank. This is the first complaint against this lot number. The complaint states that the many years of wear is a factor in the failure. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's rotator cuff failed due to many years of wear.